Event description:
It was reported that the patient was experiencing pain. It was noted that the patient had patches over the stimulator site and had no relief. The patient will undergo a revision procedure. Additional information was received that the patient had a confusion regarding the patches and made a mistake in thinking that it had anything to do with providing pain relief. The patient underwent a lead revision procedure (MFR. Report number: 3006630150-2021-00695).

Event description:
It was reported that the patient was experiencing pain. It was noted that the patient had patches over the stimulator site and had no relief. The patient will undergo a revision procedure.